Event description:
It was reported that the surgeon released the sutures from the handle and at that moment the sutures came loose of the screw. He could not reattach the sutures to the anchor. There was a delay of 30 minutes.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.